Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue and is adequate. Investigation summary: one tunneler, one 19 cm glidepath, and one end cap were returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on connecter of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event.

Event description:
It was reported that during the tunneling process, the plastic stem on the tunneler component of a dialysis catheter allegedly broke and remained in the catheter. It was further reported that both, tunneler component and catheter were removed and not used. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that during the tunneling process, the plastic stem on the tunneler component of a dialysis catheter allegedly broke and remained in the catheter. It was further reported that both, tunneler component and catheter were removed and not used. There was no reported patient injury.